Event description:
The patient reported blood glucose results of "103 mg/dl" with a lifescan meter and "152 mg/dl" on a laboratory device, performed within 15 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Cased on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy; however this accuracy complaint is ruled out due to the pt incorrectly cleaning the meter, which causes/can cause incaccurate meter results. The meter was replaced.